Manufacturer narrative:
This is 1 of 2 records (1st MDR). Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent (subject device) was received partially deployed from the distal end of the microcatheter. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The device was unable to be flushed. The stents struts had pierced through the lumen of the microcatheter. The stent was unable to be advanced/pulled back or deployed. The stent was able to be retracted once the exposed struts were pushed back into the microcatheter. The hub of the microcatheter was cut in order to retrieve the stent. The stent was deformed at the distal end. All 3 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal end. A functional evaluation could not be performed as the stent was unable to be deployed by advancing the sdw. The reported events of 'stent difficult/unable to advance or pullback through catheter' and 'stent failed/unable to deploy' were both confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the physician 'still experienced a stuck sensation during the process. The operator adding some force to push the stent to tip of the microcatheter, and when retracting the microcatheter to deploy the stent, the stent got stuck. The operator withdrew both stent and microcatheter and found tip of the stent got stuck at distal of microcatheter shaft. So replaced the microcatheter and the stent to finish the procedure'. The stent (subject device) was returned for analysis still loaded on the stent delivery wire (sdw) inside the distal section of microcatheter. The distal end of the stent was partially protruding out of the distal tip opening of the microcatheter. Some of the stent struts had pierced the side wall at the distal end of the microcatheter, just proximal to the microcatheter distal radio opaque marker band. It was not possible to advance the sdw/stent. The subject stent was able to be retracted once the exposed stent struts were pushed back inside the lumen of the microcatheter. The stent was inspected and was noted to be deformed at the distal (open cell) end. The introducer sheath was not returned for analysis. The sdw was noted to be kinked/bent towards the distal end of the wire. The event description originally suggested that there was an issue transferring the stent in through the hub of the microcatheter. This was later updated to the version noted above in which an issue was noted [I] when the stent was being advanced in the distal section of the microcatheter, and [ii] when the stent was being deployed. It is not clear if the stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. Therefore, it is very difficult to determine why the stent experienced difficulties when being deployed. It is possible that this occurred as a result of the severity of the target vessel tortuosity, possibly complicated by some unknown procedural factor(s). The reported events of 'stent difficult/unable to advance or pullback through catheter' and 'stent failed/unable to deploy' as well as the analysed events ¿stent partial deployment, stent difficult/unable to advance or pullback through catheter, stent failed/unable to deploy, stent deformed, sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned subject device (stent) revealed that the subject device was partially deployed piercing the distal shaft of the microcatheter through a hole. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient due to the reported event.